Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device would not run, the electric control unit (ecu) contacts and motor were corroded and there was unknown debris on top of the motor. The device also failed pretest for check for off/oscillation/on switch mode function, check oscillation action and check switching function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the small battery drive device worked for 30 seconds then died during k-wire placement. According to the reporter, the battery was replaced with a new battery but the device still would not turn on. There as a 15 minute delay while a spare device was retrieved. The procedure was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.